Manufacturer narrative:
Concomitant medical products- model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited multiple short v-v intervals. The low voltage, pace/sense portion of the right ventricular (rv) lead was capped and a new low voltage, pace/sense was implanted. The high voltage, defibrillation coils of the original rv lead remain in use. No patient complications have been reported as a result of this event.